Event description:
(B)(4).

Manufacturer narrative:
The account found the side rail latch is bent and the side rail latch screw, nut and bushing are missing. The account replaced the side rail latch screw, bushing and nut to resolve the issue.